Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Current blood glucose level is 125 mg/dl. The customer experienced symptoms of high blood glucose level such as thirsty, dry mouth. Customer using insulin pump within 48 hours of high blood glucose of event. The customer was reported that the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was stated that the customer¿s blood glucose level rose to 600 mg/dl for 2 weeks. Customer has tripled the amount of insulin but issue was not resolved. Customer thinks it could be a set or scar tissue as they have used 20 sets in the last 10 days. Customer had swelling and infection when they tried the leg and did not get insulin. Two hours prior to customer's call, their blood glucose was 45 mg/dl and required emergency medical assistance. Customer was treated by the paramedic. Customer states they were thirsty and urinate a lot. Customer also reported another low blood glucose event where they were treated with glucagon shot or lots of carbohydrates.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. The event date information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The paramedics came about 45 days prior to call for a low and did not come for the low on the day of call.